Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this corporate lot number. Visual/microscopic inspection: the sample was returned. The distal tip was missing from the catheter and was not returned. The distal end of the catheter was jagged. The core wire remaining within the catheter measured from the point of detachment to the strain relief was 138.9cm. The core wire was protruding past the proximal end of the knob assembly, due to the user not properly disconnecting the crosser from the transducer. The measured length of the core wire indicates that approximately 1.2cm of the core wire and tip detached. The distal end of the catheter was bunched. The catheter was examined under microscopic magnification and the outer catheter and inner guidewire lumen were observed to be torn at the rapid exchange junction and extended distally for approximately 2.1cm. A portion of the inner guidewire lumen was protruding out of the outer catheter at the location of the tear. A portion of what appears to be a detached segment of the customer's guidewire was present near the distal end of the catheter. No other anomalies were noted to the catheter. Performance/functional evaluation: the catheter was cut open and the guidewire segment was removed from the catheter. The detached guidewire segment measured approximately 2.4cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The investigation is confirmed for device-device incompatibility and torn material, as a portion of the guidewire was detached within the catheter and the catheter was torn at the rapid exchange junction. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the guidewire was not withdrawn into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment and the tip becoming stuck on the guidewire. Therefore, the iguidewire not being withdrawn may have contributed to the reported event. Labeling review: the crosser recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 40 seconds of activation in the peroneal artery, the distal tip of the recanalization catheter allegedly detached. It was further reported that when the health care provider (hcp) removed the recanalization catheter and the guidewire from the patient, the tip remained in the lesion. Reportedly, the hcp used a snare device to remove the detached tip from the patient. It was reported that the hcp attempted to dilate the lesion with a balloon catheter but was unsuccessful and the procedure was concluded. There was no known reported impact or consequence to the patient.